Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the slda resulting in recurrent mr could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that on (B)(6) 2019, the patient, with functional mitral regurgitation (mr) of grade 4+, underwent a mitraclip procedure. Patient anatomy included a restricted posterior leaflet and a thin anterior leaflet. One clip was implanted and the mr was reduced to grade 1+. Transthoracic echocardiogram was performed on (B)(6) 2019 and noted that the clip detached from the anterior leaflet (slda) and mr increased to 4+. No intervention has been performed. No additional information was provided.